Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds and failure to capture. Upon revision with x-rays, it was determined that it had lost slack and was near to dislodge. The lead was repositioned in a surgical intervention with good results. No additional adverse patient effects were reported.